Event description:
During follow-up, increased threshold and decreased sensing were observed on the right ventricular (rv) lead. The lead was explanted and replaced and the patient's condition was stable.

Manufacturer narrative:
Additional information: upon analysis, the field complaint was not confirmed. A complete lead was returned in one piece. Visual and x-ray examinations did not find any anomalies. All damages found on the lead were consistent with those occurring at time of explant. Electrical tests were performed and the results indicated normal device characteristics.